Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a progressive and significant raise of coil impedance (2000 ohm) with recent pics at 2500 ohm was observed on rv lead. Non physiological artifacts were also observed on atrial channel.

Event description:
Reportedly, a progressive and significant raise of coil impedance (2000 ohm) with recent pics at >2500 ohm was observed on rv lead. Non physiological artifacts were also observed on atrial channel.

Manufacturer narrative:
Please refer to the attached report review of patient files revealed a wide dispersion of sensed p-waves, which could suggest a sensing issue at the atrial level since (at least) (B)(6) nd could be explained by the ventricular crosstalk detected on the atrial channel. Atrial impedance measurements have been stable since october 2020. Recorded ¿mode switch¿ episodes revealed the presence of non-physiological signal on the atrial channel leading to oversensing and inappropriate mode switch. Observations from the recorded data and strips stored in the device memory is suggestive of an unstable lead and most probably a lead integrity issue. However, since the lead is still implanted the root cause could not be confirmed. At this time, a reintervention of the atrial lead is highly recommended, as the physician discretion. Based on the provided information, no malfunction is suspected on the crt-d device.

Event description:
Reportedly, a progressive and significant raise of coil impedance (2000 ohm) with recent pics at >2500 ohm was observed on rv lead. Non physiological artifacts were also observed on atrial channel.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Correction of the implantation date (d6a) : (B)(6) 2020.